Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic implant coil failed to detach with the instant detacher and also failed using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use. The coil finally detached after pushing and pulling the pushwire; however, a loop of the last coil migrated into the parent vessel. Other coils were used to complete the procedure.